Event description:
It was reported the biomed was doing routine functional testing and found the sensitivity is out of specification. The device is being returned for calibration check. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.